Event description:
New information received on 12/21/17 revealed that the lead was fractured.

Manufacturer narrative:
A partial lead with the connector portion measuring 24.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented after receiving multiple inappropriate shocks, due to noise, from their cardiac defibrillator . Noise was seen on the right ventricular lead, on the ventricular sense amp channel but not the discrimination channel. Fluoroscopy did not reveal any physical damage. The noise was able to be reproduced by isometric motion. Tachycardia therapy was turned off, and the patient was scheduled for a lead replacement. On (B)(6) 2017 the right ventricular lead was capped and replaced. The procedure took place and concluded successfully with the patient stable before, during, and after. The patient will continue to be monitored.